Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. Customer states that the insulin pump has an anomaly where the blood glucose was 379 and tested with two different checkers and the blood glucose was 429 mg/dl and 520 mg/dl and the blood glucose went all the way to 585 mg/dl. The customer did not report any symptoms. The customer was treated for the low blood glucose with juice and spike back up again with pump saying high blood glucose was 352 mg/dl and customer was 500 mg/dl; he thought something was wrong with the pump. Customer¿s blood glucose level was 46 mg/dl at the time of the call. The customer was assisted with troubleshooting . The customer was not connected to the insulin pump while priming the device. The product was not returned for analysis.